Manufacturer narrative:
(B)(4). Concomitant medical products: 00500105328, pe bipolar liner, unknown, 00801802802, cocr femoral head, unknown, 00811400300, femoral stem 12/14 neck taper, unknown. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised two years post-implantation due to pain and acetabular disease progression. The surgeon converted the hip from a hemi to a total hip replacement. There were no complications or delays reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.